Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Device memory confirmed the presence of a higher than normal current drain condition for a period of time during implant. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device went into safety core and an error code was noted. Analysis was requested from boston scientific technical services (ts) and engineering. The device was replaced. Ts discussed that when device detects three resets within 48 hours then the device enters safety mode. The error code was related to a memory failure. Ts wanted to know what the patient was doing prior to the error code or was exposed to any diagnostics or therapy. It was confirmed that the patient went through fluoroscopic exam of the thorax which was common practice. Adverse patient effects were reported to the patient hospitalization and replacement procedure. Engineering analysis noted that that it was not known why the device firmware asserted a reset three times which reverted the device to safety mode. The safety mode provided both bradycardia and tachycardia backup therapy and it was noted that the battery is most likely good and would maintain the this therapy for quite some time however the battery status is not available in safety mode. Discussed replacing and returning the device for detailed analysis.